Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The clip on the impactor handle broke during heavy impaction of the femoral component. No delay in surgery. Patient outcome good, no adverse event.

Manufacturer narrative:
Conclusion and justification status: the complaint states the clip on the impactor handle broke during heavy impaction of the femoral component. The investigation could not confirm the complaint as no device was returned. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Manufacturer narrative:
Conclusion and justification status: the complaint states the clip on the impactor handle broke during heavy impaction of the femoral component. The investigation could not confirm the complaint as no device was returned. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. Addendum added 01 nov 2016 the complaint was reopened as the device was returned. Upon examination it was confirmed that the lever had broken. It should be noted that the lever and spring were returned. The complaint shall be closed with a justified conclusion. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.